Event description:
The dialysate bag was changed and five minutes later there was an excess fluid loss/gain alarm sound. No alarms between bag change and the excess fluid loss gain. There was no chance to troubleshoot. The filter had to be taken down and a new one put up. The data card was downloaded and the system was restarted.